Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally few damages to the active electrode wires likely caused by minute device mobility were found. Despite requests no information from the field has been received. This is a combined initial and final report.

Event description:
An explanted device was received at hq. No previous complaint was filed. Despite requests no further information has been received.